Event description:
The pt had two trial leads (from the same lot). It was reported the pt experienced pain in his hip during the scs trial period. The pain went away once the leads were removed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.